Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagectomy. While being applied at the esophagus, the stapler was able to close on tissue but was unable to fire. The surgeon was able to press the green button and squeeze the handle. The surgeon opened another reload and worked without any complications to complete the case. There was no patient injury.